Event description:
The pre-loaded dib00 model intraocular lens (iol) was reported to require unusual force on the injector thread for the lens to come out of the cartridge. The iol came out in the anterior chamber all folded in on itself, requiring the doctor to manually unfold it. The doctor then noticed that the lens was damaged; the injector took out a small chip from the optical part of the lens and there was a small, very obvious crack almost on the axis. The following are all unknowns: if patient's daily activities were significantly affected, incision enlargement, suture(s), and vitrectomy. The iol directions for use were followed. The suspect iol is not available for return as it remains implanted in the patient¿s ocular dexter (right eye). An iol explant is planned but has not occurred. Patient status was reported as temporarily impaired. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6)- field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: since the suspect iol was returned to the manufacturer for investigation. Therefore, it can be inferred the iol was explanted in a secondary surgical procedure. No further information is available. The following fields have been updated accordingly: section b-1 - report type: adverse event. Section b-2 - outcome attributed to adverse event: required intervention to prevent permanent impairment/damage. Section d-6b - if explanted, give date: unknown, information not provided; previously reported as iol remains implanted. Section d-9 - device available for evaluation: yes. Section d-9 - device date returned to manufacturer: 07-jul-2025. Section h-3 - device evaluated by manufacturer: yes. Section h-6 - health effect - impact code: 4629 iol explant, previously reported 2199 is no longer applicable. Device evaluation: the lens was received inside a lens case. During a visual inspection, the device was inspected under magnification. The lens was cut and coated in viscoelastic residue. The lens was cleaned and inspected and damage was observed on the edge and surface of the lens along with scratches. Damage was also observed on one haptic. The simplicity device was not received for evaluation. The complaint issue "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received regarding this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.